Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned, therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Spouse stated that patient had been admitted to the hospital for three days after the procedure. Report indicated, after the (peg-j) tube was placed, patient had bleeding at the stoma site and was unable to speak for an unspecified period of time. Patient remained hospitalized. Reportedly, there was bleeding inside since the placement of (peg-j) tube and gi doctor was likely to take the patient back to the procedure room for suturing. Duopa therapy was not initiated yet. On (B)(6) 2016, report indicated that patient's systolic blood pressure was above 180 mmhg. The bleeding site was not identified and it was planned for the patient to continue to be hospitalized.

Manufacturer narrative:
Reference record (B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. Stoma site hemorrhage is a known hazard of peg tube placement.